Manufacturer narrative:
In addition to the clogged air/water nozzle, service observed the water drainage function on the objective lens was poor due to the clogging of the air/water nozzle, and the objective lens was stained, causing a cloudy image. The bending angulation was out of specification due to wear of the angle wire. The bending rubber adhesive was cracked, switch button #4 was worn, and stains were observed on the insertion tube, control section and angulation knobs. Corrosion was observed on the electrical connector. Several of the device components were scratched, demonstrating wear and physical stress. Although the reported image noise was not reproduced, the charge-coupled device (ccd) unit and the electrical connector will be repaired as part of preventative maintenance. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported image noise occurred when the subject device was connected to an olympus cv-1500 video system center. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. The inspection and testing did not confirm the reported image issue; however, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the clogged nozzle/foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the nozzle was crystals of silicic acid which were solidified causing the clog. Although the origin is unspecified, silicas are contained in antifoaming agents and tap water. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.